Manufacturer narrative:
Product ID 977a160, serial# (B)(4), implanted: 2013 (B)(6), explanted: 2013 (B)(6); product type lead product ID 977a160, serial# (B)(4), implanted: 2013 (B)(6), explanted: 2013 (B)(6); product type lead product ID 97740, serial# (B)(4); product type programmer, patient product ID 97754, serial# (B)(4); product type recharger. (B)(4).

Event description:
Additional information received reported the radiologist was to decide if the patient could have a full body MRI. It was reported the patient¿s leads were cut directly coming out of the implantable neurostimulator (ins) header block. It was noted the lead implant was aborted due to heavy scar tissue and the lead was cut to protect the generator. It was later reported that same day that the patient¿s leads were used as plugs in the ins ports and cut about 1 cm. No other leads were reportedly in the patient. An x-ray was to be taken to confirm and the radiologist was to decide after the x-ray.

Event description:
Additional information received reported that the reason for the initial lead revision was due to a lack of appropriate placement to produce appropriate and necessary parasthesia. It was noted that they were waiting for the health care professional¿s decision to procedure further.

Event description:
It was reported the lead was implanted in to the intrathecal space. It was noted the revision surgery was performed on 2013 (B)(6). It was reported, the revision was unsuccessful. It was noted the repositioning was attempted for an hour. It was reported, the patient experienced discomfort under mac sedation. It was noted, the revision was abandoned. It was reported, the leads were plugged into the battery and cut off to protect the battery for a future attempt to replace the leads. It was noted the leads were removed.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the MRI tech confirmed that there was no lead in the spine. The patient felt something in their face during the MRI scan but it was unrelated to the device. The MRI was restarted and everything went fine. It was later reported that the patient underwent a successful MRI and the patient is taking the scan back to their health care provider (hcp).